Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 8:18 a.m., a sample from the patient was tested using the meter, resulting in a value of 5.8 inr. The result was reported and the patient was told to have blood collected for laboratory testing. At around 10:15 a.m., a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting in a value of 3.4 inr. The patient's medication dosage was kept the same based on the laboratory value. The patient's therapeutic range is 2.5 - 3.5 inr.